Event description:
It was reported that a patient underwent a crural venous bypass with suturing of the venous patch and suture was used. On the third day post-operative, the patient developed massive secondary bleeding while ambulating. During the revision surgery it was noted that there were untied suture knots. Additional information has been requested.

Manufacturer narrative:
(B)(4). Knots untying post-op. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eep652, mfg date: 05/01/2012, exp date: 01/31/2017. Batch dhb126, mfg date: 07/01/2011, exp date: 07/31/2016. Batch ece855, mfg date: 03/01/2012, exp date: 01/31/2017. Batch edb577, mfg date: 04/01/2012, exp date: 01/31/2017. Batch ecb183, mfg date: 03/01/2012, exp date: 01/31/2017. Batch eae138, mfg date: 01/01/2012, exp date: 01/31/2017. Batch ckp045, mfg date: 09/01/2010, exp date: 07/31/2015. Batch cmb338, mfg date: 11/01/2010, exp date: 07/31/2015.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ble719, mfg date: 10/01/2009, exp date: 07/31/2014. Batch bkp911, mfg date: 09/01/2009, exp date: 07/31/2014. Batch bmp343, mfg date: 11/01/2009, exp date: 07/31/2014. Batch cjb860, mfg date: 08/01/2010, exp date: 07/31/2015. Batch dbb809, mfg date: 02/01/2011, exp date: 01/31/2016. Batch dje942, mfg date: 08/01/2011, exp date: 07/31/2016. Batch djr501, mfg date: 08/01/2011, exp date: 07/31/2016. Batch dmr536, mfg date: 11/01/2011, exp date: 07/31/2017. Batch eap626, mfg date: 01/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.